Event description:
Related manufacturer reference number: (B)(4). It was reported the patient experienced discomfort located at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein ipg was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.